Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital for a follow-up post-implant when ventricular lead dislodgement was noted. Patient was scheduled for immediate lead revision. During the procedure physician attempted to reposition the lead but the tip of the helix failed to extend. A new lead was replaced and patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.